Event description:
Additional information received noting that the cause of the increased seizures and auras is unknown and the increased seizures were back to pre-vns baseline levels. The intervention taken for the events were medication titration and a vns revision.

Event description:
Additional information received noting that the suspect device was discarded. Internal data was also received and reviewed for the explanted generator.

Event description:
Additional information received noting that the patient underwent a full revision. The full revision occurred since the patient had lead damage after being in a car accident a high lead impedance value was not observed but damage to the lead was visually observed in surgery and the patient also reported not being able to perceive magnet stimulation.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has been experiencing an increase in seizures lately. They had their device checked and all values were within normal limits. The patient is being referred for x-ray images. No other relevant information has been received to date.